Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as: 2134265-2017-06167. It was reported that the patient developed renal failure. An angiojet® zelantedvt¿ was selected for a deep vein thrombectomy procedure in the ileo-femoral iliac. On the first day, the patient was treated with an angiojet zelante catheter for about 70 seconds. No power pulse used. Thrombectomy was performed for about 70 seconds and the patient went into renal failure. The patient developed bradycardia and high blood pressure. Initially it was believed the issue was related to an allergic reaction to a drug used. However, when the patient was treated with the zelante the day after again for 70 seconds the same thing occurred. Power pulse was used during this second time. About 100cc of contrast was used in total for the two procedures. The bradycardia and hypertension persisted for about 4-6 hours each day. It took about 24 hours for the urine to clear. Creatinine levels were checked and they went from 1.3 to 2.6. As of about 10 days later, the levels were at 2.3. The patient had no medical history of renal or renal related issues. There was no product failure.